Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported the patient experienced a loss or change in therapy. The device was not working and the patient was urinating all over the place. The patient did not feel stimulation and their therapy was turned on. The patient was on program 2 at 2.4 v. There was no trauma/falls related to the issue. The patient fell and broke their wrist but it was after their ¿systems¿ started. The patient increased stimulation to 5.1 volts and could feel stimulation. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider reported that the cause of the patient's loss of therapy and return of symptoms was a rection and kink of the lead near the pulse generator and rotation of the pulse generator. It was noted that the event was resolved and they patient has up to 50-75% improvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.